Manufacturer narrative:
Correction: the device was not explanted on (B)(6) 2020 so the previously reported d7 value should not have been entered.

Event description:
The previously reported surgery did not occur on (B)(6) 2020. The surgery was scheduled for (B)(6) 2020, but the patient decided to postpone the surgery. The surgery has not happened, but is likely to occur to address the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their scs ipg per manufacturer protocol. In turn, the device became inoperable. The patient underwent surgical intervention on (B)(6) 2020 wherein the scs ipg was explanted and replaced.